Event description:
Name of procedure being performed: laparoscopic single port total colectomy. Clear fixed port seal had become detached from the device and remained in the patients abdomen on (B)(6) 2021- this was noted in a subsequent surgicacal procedure on (B)(6) 2021. The clear plastic seal was removed by the surgeon on noticing in the subsequent surgery. Additional information provided via email by applied medical representative 16jun21: the procedure was a laparoscopic single port total colectomy. The patient was not re-operated for the purpose of removing the retained component. An entire component detached. All material was retrieved from the patient. Other instrumentation used during the procedure were: [manufacturer removed - energy device], standard lap instruments in colorectal tray, haem-o-lock, vascular stapler, tonsil swabs - as all these ports are interchangeable throughout surgery a mixture of these may have been used in all of these ports (as is standard practice). Patient status: clear fixed port seal had become detached from the device and remained in the patients abdomen on 28/4/21 ¿ this was noted in a subsequent surgical procedure on 10/5/21. Type of intervention: the clear plastic seal was removed by the surgeon on noticing in the subsequent surgery

Manufacturer narrative:
The shield, an internal plastic component of the seal, was returned to applied medical for evaluation. Scratches were observed on the shield. Based on condition of the returned shield, it is likely that the shield dislodged due to non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical¿s instructions for use {IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based on additional information provided by the complainant, the dislodged shield was not the cause of the second operation.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Clear fixed port seal had become detached from the device and remained in the patients abdomen on (B)(6) 2021 ¿ this was noted in a subsequent surgical procedure on (B)(6) 2021. The clear plastic seal was removed by the surgeon on noticing in the subsequent surgery. Patient status: clear fixed port seal had become detached from the device and remained in the patients abdomen on (B)(6) 2021 ¿ this was noted in a subsequent surgical procedure on (B)(6) 2021. Type of intervention: the clear plastic seal was removed by the surgeon on noticing in the subsequent surgery.